Event description:
It was reported that this pacemaker experienced a pacing anomaly during a lead revision procedure. The patient developed complete heart block with increased rv pacing burden, prompting extraction of the rv lead and placement of a left bundle branch (lbb) lead. While the lbb lead was connected to the pacemaker and the rv lead was being extracted, the device paced but failed to capture, resulting in a pause of approximately 40 seconds. Output was increased. The transient non-capture was likely due to temporary lead-device interface or acute lead-tissue contact variability. The device remains in service. No additional adverse patient effects were reported.